Event description:
While on an o2 generating machine, the victim died from inhaling the products of combustion. It is believed that the o2 machine caught fire, and pumped smoke into the nasal cannula that the victim was using. Victim was also a smoker, and was probably smoking at time of fire.